Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (11269), stockert (s/n unknown), coolflow pump (s/n unknown). (B)(4).

Event description:
It was reported that a (B)(6)female patient suffered a cardiac tamponade requiring pericardiocentesis during an idiopathic ventricular tachycardia case, about 20 minutes after a steam pop occurred. A perforation of the rvot (right ventricular outflow tract) was noticed as the patient's blood pressure dropped. The patient required an additional 2 days of hospitalization and it was unknown how much fluid was extracted. The patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient suffered a cardiac tamponade requiring pericardiocentesis during an idiopathic ventricular tachycardia case, about 20 minutes after a steam pop occurred. A perforation of the rvot (right ventricular outflow tract) was noticed as the patient's blood pressure dropped. The patient required an additional 2 days of hospitalization and it was unknown how much fluid was extracted. The patient was reported to be in stable condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.